Event description:
The customer reported a motor error alarm during the manual prime. Troubleshooting was performed, and the insulin pump failed displacement test.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to a problem with the motor. Unable to perform the displacement test due to the motor error alarm.